Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that prior to implant, interrogation found the device to be in back-up vvi mode. A new device was implanted without complications.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory via review of the device image. The cause of the reset was due to a memory access error. The device was tested on the bench and using automated test equipment and was found to be normal. The reset could not be replicated. The cause of the memory access error is undetermined.